Manufacturer narrative:
Product ID: 3889-28, lot# v918352, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The patient was frustrated no one ever reached out to her or to check on her because all this time she could had had better relief but didn¿t know better. The patient reported 2 years went by where she could have been having better results, and she was irritated she never knew better. It was indicated that patient had had problems with urinary infections since "forever", since before having the implant. The patient went to the health care provider a week prior to this call and urine test was performed. It was noted that patient was infected, but she always was so and it was not alarming to her. The patient was on cipro and she had been on it since a week prior to call. The patient was getting some symptom relief, but not as much as she could had been getting. The patient indicated that she never knew she was supposed to use her controller to adjust stim after having the device implanted and it and it could have helped her more with her bladder incontinence. The patient indicated that "this thing was never working, because wasn¿t using the remote." It was later clarified that it gave her some symptom relief but she could have gotten better results had she known she was supposed to use the controller. It was indicated that for these past 2 years she had been getting up to go to the bathroom 2-3 times a night and was always wet. The patient had to carry pants with her (in case of accidents) for her bladder. It was noted that since turning the stim on a day prior to this call, the stimulation was set very low but it seemed to be "kind of stimulating the bowel area." The patient wanted to know if this implant could stimulate her to have a bowel movement, because she would not want that to happen. The patient felt the stimulation slightly and it came in waves. It was noted that after meeting with company representative a day prior to this call and had it going, she had not had any problems and thinking she may get 100% and it would keep her from leaking all together "it was amazing." The patient stated that now that it was working she was thrilled to death because of her symptom relief. It was just incredible to patient. The patient went to the bathroom like a normal person. It was noted that company representative adjusted her stim up and down and made sure she was comfortable. A follow-up report will be sent if additional information becomes available.